Event description:
It was reported that during a low anterior resection the anastomosis was incomplete after the device was fired. There was a large opening in the sigmoid colon at the staple line. The case was completed with suturing. There were no patient consequence.